Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms: after the procedure. It was reported that three days post a right internal carotid artery stenting procedure, the pt expired. Per the pt's husband, she had been down at least 30 minutes when he found her and started CPR. Emergency medical services arrived and found pt in full cardiac arrest, no palpable pulse and asystole on monitor. CPR was continued and the pt remained asystole. She was pronounced dead at the emergency room due to cardiopulmonary arrest secondary to coronary disease and dialysis dependant renal failure. No autopsy will be performed. Although requested, there is no add'l info available.

Manufacturer narrative:
The device remains in the pt. The lot number was provided. A review of the device history record for this lot did not reveal any non-conformity which could have contributed to this event.